Event description:
During the index procedure the patient had two endeavor drug-eluting stents implanted in the rca. Approximately 47.5 months post index procedure the patient suffered a stent thrombosis of an rca study stent. The investigator assessed that the event was related to the study stent.

Manufacturer narrative:
Evaluation: results - inherent risk of procedure (thrombosis). Conclusions: inherent risk of procedure (thrombosis). (B)(4).